Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Event description:
--

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. The device was explanted and successfully replaced. No adverse patient effects were reported.